Event description:
It was reported the patient did not experience any drug benefits from the pump. At the time of the refill, low reservoir alarm sounded, 18-20ml were extracted from the reservoir, 1-3ml should have been remaining based on the flow rate. In 2009, 10ml was refilled into the pump and when explanted two months later, 10ml was drawn out of the reservoir. The pump seemed not to be flowing and therefore, was explanted. When explanted, a needle was into the catheter access port and the pump appeared to start flowing. The drug in the pump was baclofen 2000ug/ml, on a simple continuous of 200ug/day. The pump was replaced and the patient was doing well.